Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the site was able to complete the procedure without the use of navigation. The surgeon was able to localize the area of interest prior to the system freezing.

Manufacturer narrative:
Patient weight not known at the time of filing. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the system became unresponsive. The site re-booted and went and tried to navigate again, however, it became unresponsive again. The site decided to abort navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.